Manufacturer narrative:
Zimvie received one (1) tsvtwb10, (imp, tsv, 4.7, 10, mtx, mg) for evaluation. Visual evaluation was performed. The implant had signs of use. The implant has some removal damage at and around the drive feature damage. Escalated. However, no signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1292079. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1292079 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 5, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did not occur. The returned implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant at tooth site #31 was removed due to nerve injury. The implant was too long and causing sensation to nerve. Symptoms as a result of the event: numbness

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.